Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation due to depleted ipg, which was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was established, post-operatively.